Manufacturer narrative:
Patient information not available for reporting. Date of event reported as (B)(6) 2018, exact date is not known device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during an open reduction internal fixation (orif) procedure of the right femur, as the surgeon was tightening a cable with a cable tensioner, the cable got "stuck" and the surgeon could not release (or advance) the cable from the tensioner. The surgeon cut the cable and used a wire instead to complete the procedure. There was no patient harm and no surgical time delay reported. This report is for one (1) cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part # 391.201, synthes lot # p175851, supplier lot # p175851: release to warehouse date: 03apr2014, supplier: pioneer surgical technology: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation: the customer reported the cable got stuck and would not release from the tensioner. The repair technician reported the wire was stuck in the tensioner and could not be removed. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was conducted. The tensioner was returned to service and repair where is was deemed non-serviceable and forwarded to us cq. From us cq, the device was forwarded to the manufacturer, rti surgical, where the complaint was confirmed due to the parts being returned stuck together. Visual inspection confirmed that the tensioner was returned with a cable stuck in the nose piece and a wire stuck in the collet. Once the cable was removed from the tensioner, the device functioned as intended. More details regarding this investigation can be found in (B)(4) and the attached report. While a definitive root cause could not be determined, it is likely that the device was not oiled properly following sterilization cycles or the cable was damaged (fraying, bent). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This date was incorrectly reported a 4/11/2018 in the follow up report mwr-(B)(4). The correct date remains 3/11/2018 as reported in the initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 2.5mm drill tip guide wire 200mm (part# 310.243, lot# unknown, quantity 1).